Manufacturer narrative:
Updated fields: h6, and h11. Corrected field: d3. The manufacturing site information provided in the previous submission was incorrect. Please see updated information in the d3 annex. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported suggested event was likely due to a defective motherboard. ¿the event can be detected/prevented by following the instructions for use which state: in the current IFU for the esg-400, error e619 is described in chapter 8 ¿troubleshooting¿: ¿wait until the data transfer is complete, which takes about 3 seconds. Once the data transfer is complete, the instrument name will appear on the screen. The hf instrument can then be activated.¿. Unfortunately, this information is missing in the description of error e486 in older ifus. The following can be found regarding this topic in the published 'product letter no. 11 instrument recognition issue': "this message is displayed when the universal socket was activated too early (within two seconds) after connecting the olympus instrument to the generator because the instrument recognition data readout process from the instrument internal memory chip is still in progress. The description of error handling in the message helps the user to solve the problem. Note: this error type is valid only for latest software versions 4.09/4.11. Therefore, the e619 never occurred with software 3.06 which covered this root cause by e486, too.". User error cannot be ruled out as a cause of the error message e486. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the generator exhibited error e486 due to a defective motherboard. There were no reports of patient involvement.